Event description:
While injecting the saline solution with the injector, the physician noted that the saline flushed from the side of the hydrolyser. When the catheter was checked, there was a crack noted on the catheter. There is no exact info on what part of the catheter contained the leak. The target lesion was the ulner vein. There is no info about the target characteristics. Another hydrolyser catheter (lot unk) was used and the procedure was completed successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
This product is available, but has not been received for analysis as stated. Additional info will be provided within 30 days of receipt.